Manufacturer narrative:
Sr (B)(4).

Event description:
Confirmation of the transmitter failed error allegation could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No log data available for review. The reported event of transmitter failed error was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined.